Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and urinary incontinence ('bladder problems/bladder or urinary problems or changes: urinary incontinence') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy ¿rash/skin condition"), psoriasis ("autoimmune disease- psoriasis"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge/vaginal discharge"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nervous system disorder ("nuero condit/prob"), endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis"), fatigue ("fatigue") and pain in extremity ("thighs pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial, ablation, novasure ablation and vaginal sling). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary incontinence, abdominal pain, back pain, dysmenorrhoea, iron deficiency anaemia and vaginal discharge had resolved and the dermatitis allergic, psoriasis, psychological trauma, alopecia, hormone level abnormal, migraine, nervous system disorder, weight increased, endometriosis, fatigue and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, endometriosis, fatigue, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nervous system disorder, pain in extremity, pelvic pain, psoriasis, psychological trauma, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder problem, urinary problem, psych injury and autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, both tubes closed. Imaging procedure - on (B)(6) 2010: confirmatory test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and urinary incontinence ('bladder problems/bladder or urinary problems or changes: urinary incontinence') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy ¿rash/skin condition"), psoriasis ("autoimmune disease- psoriasis"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge/vaginal discharge"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nervous system disorder ("nuero condit/prob"), endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis"), fatigue ("fatigue") and pain in extremity ("thighs pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial, ablation, novasure ablation and vaginal sling). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary incontinence, abdominal pain, back pain, dysmenorrhoea, iron deficiency anaemia and vaginal discharge had resolved and the dermatitis allergic, psoriasis, psychological trauma, alopecia, hormone level abnormal, migraine, nervous system disorder, weight increased, endometriosis, fatigue and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, endometriosis, fatigue, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nervous system disorder, pain in extremity, pelvic pain, psoriasis, psychological trauma, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder problem, urinary problem, psych injury and autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, both tubes closed. Imaging procedure - on (B)(6) 2010: confirmatory test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Events from pfs: vaginal bleeding, endometriosis, fatigue, pain in thigh were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy ¿rash/skin condition"), psoriasis ("autoimmune disease- psoriasis"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine") and nervous system disorder ("neuro condit/prob") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea, iron deficiency anaemia, bladder disorder and vaginal discharge had resolved and the dermatitis allergic, psoriasis, psychological trauma, alopecia, hormone level abnormal, migraine, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nervous system disorder, pelvic pain, psoriasis, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder problem, urinary problem, psych injury and autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: confirmatory test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. New reporter added. Event injury was replaced with new events-pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, autoimmune disease- psoriasis, psych injury, bladder problems, vaginal discharge, hair loss, hormonal changes, migraine, neuro condit/prob and weight gain were added. Patient demographic added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.